Event description:
Edwards has received information that a 31mm mitral bioprosthetic valve has exhibited severe mitral regurgitation at one (1) year, seven (7) months and seven (7) days after implant. Device remains implanted. There are no adverse patient effects reported at this time.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformance. No additional patient information is available. Echo reports have not been made available. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, we are unable to confirm the clinical comments.